Manufacturer narrative:
Of the 225 allegations of a malfunction, 91 pumps were returned to animas and investigated. Of the investigated pumps, 2 were found to be malfunctioning due to a damaged printed circuit board.this report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. In q1 2017 there were 2 additional instances of battery life failures found during investigation of pumps returned under this report. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 225 malfunction events. A review of the events indicated that the one touch ping model pump experienced a battery life issue. These reports were received from various sources. The patients associated with this allegation ranged from 22-350 pounds and between 3 and 88 years of age. Of the reported patients, 103 were male, 121 were female, and 1 was unknown.

Manufacturer narrative:
Follow-up #1 date of submission 04/21/2016- in q1 2017 there were additional instances of 1-11464875535 failures found during investigation of pumps returned under this report. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Folow up #2 07/28/2017 device evaluation: in q2 2017, there was 1 instances of a battery life failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.